Event description:
It was reported that an akreos adapt ao was implanted in the pt's left eye. The pt then experienced an unexpected refractive error which was caused by the lens anteriorly vaulting due to capsular fibrosis. The refractive error was corrected via surgery. The most current va was 6/6. Spectacle correction +2.25/0.75x169. The pt's current prognosis is good.

Manufacturer narrative:
Investigation of this complaint is in progress. A supplemental report will be submitted upon completion of the investigation.